Event description:
It was reported the patient received the following results within 15 minutes: 11:19pm result 190 mg/dl. 1120pm result 333 mg/dl. 11:29pm result 202 mg/dl. 11:30pm result 137 mg/dl. 11:40pm result 275 mg/dl. 11:42pm result 203 mg/dl. 12am result 486 mg/dl.